Event description:
Boston scientific received information that this lead had dislodged. The representative stated that after the lead was implanted, the patient moved the arm that caused the lead to pull back all the way to the device. The physician chose to use a new lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.